Event description:
Vicryl sutures (staples that are supposed to dissolve) containing triclosan have caused pt many symptoms in the past 18 years: rash with lesions, severe muscle fatigue, tumors in her uterus, fluid retention.